Event description:
Patient's history is notable for interstim placement approx. 10 yrs ago- worked well until this past fall and per the patient's interrogation, the battery has died. Interested in battery replacement. Procedure earlier this year: sacral neuromodulation removal of ipg, replacement of battery implant: interstim ii neurostimulator. Procedural findings: patient had a relatively superficial pocket where her battery was on her right buttock. On removal of the old battery, the lead was intact and pocket well-encapsulated. The lead was tested and she had bellows responses for leads 0-2, minimal response at lead 3. After battery replacement, some impedances were noted but given that the device was functioning very well for her prior to the battery dying, we did not proceed with revision at this time. Last month additional procedure performed: interstim revision - removal of old sacral neuromodulation lead. Replacement of sacral neuromodulation lead under fluoroscopy replacement of ipg. Findings: findings: her ipg was on the right, and the old lead was also on the right side. The ipg that was placed last month had dried blood inside the generator where the electrode goes. Her old lead was again tested and found to not have sacral nerve responses. The old lead was very scarred but was removed in its entirety. Upon placement of the new lead (left side), she had good responses and fluoroscopy confirmed the correct location in the s3 foramen. When the previously placed ipg was connected to the lead, we were not satisfied with its level of function upon interrogation, and therefore this was replaced with a new ipg, which was interrogated and programmed per manufacturer recommendations and was found to be in working order with normal impedances. Final settings: program 3 @ 2.4 ma.